Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken conductor wire at the weld and dislodged from the yaw pulley. The instrument failed the electrical continuity test. Also, no thermal damage was observed. The complaint was confirmed by failure analysis.

Event description:
It was reported during da vinci cholecystectomy surgical procedure, permanent cautery hook instrument did not deliver energy. There was no reported injury.